Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support to report high blood glucose while using the ilet system, and the agent informed the user that a parent or guardian needed to be present before discussing details. Symptoms included hyperglycemia. Outcomes included no reported injury, no alarms, and no hospitalization. Investigation included troubleshooting and education conducted by support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction identified and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.